Manufacturer narrative:
. Age: unknown. Gender: unknown. Date of event: asked, however, is not provided. Expiration date: unknown because the serial number is unknown. Serial number: asked, however, is unknown. Implant date: asked, however was not provided. Explant date: not applicable (lens was implanted without any problems). Initial reporter phone number: (B)(6). The lens remains implanted at the time of submitting the medical device report (MDR). Manufacturing date is unknown because the serial number is unknown. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The doctor reported that sticky haptics were observed. Further information indicated that the haptics were stuck to the optic. The doctor felt that it might relate to specific nurse(s) and not related to the intraocular lens (iol). The iol was implanted without any problems. No patient injury was reported. No further information was provided.

Event description:
It is unknown how many intraocular lenses were affected.